Manufacturer narrative:
Updated: device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes device evaluated by manufacturer: the device was returned for analysis. Unit was received for analysis after decontamination (in appropriate packaging). Visual inspection revealed that there is dried body fluid and char present on the proximal end of the distal tip. No char is present on the rings. Electrical test was performed by using the multimeter and the device was found within specifications. No opens or shorts were found. The ablation was verified by using the maestro generator 4000 and the device was found within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-11315. It was reported that there was char on the device, and steam pops occurred. The target lesion was located in the cavotricuspid isthmus(cti). A blazer® ii xp was selected for use. On the middle of a flutter ablation, it was noted that the first two catheter used seemed to be not ablating sufficiently and properly. In addition, steam pops were heard and the expected reduction in electrogram amplitude during successful tissue ablation was not observed. The catheter was then removed from the patient's body; however, a char on the proximal edge of the distal electrodes were noted. The procedure was completed with another of the same device. No patient complications reported and patient's condition was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-11315. It was reported that there was char on the device, and steam pops occurred. The target lesion was located in the cavotricuspid isthmus(cti). A blazer® ii xp was selected for use. On the middle of a flutter ablation, it was noted that the first two catheter used seemed to be not ablating sufficiently and properly. In addition, steam pops were heard and the expected reduction in electrogram amplitude during successful tissue ablation was not observed. The catheter was then removed from the patient's body; however, a char on the proximal edge of the distal electrodes were noted. The procedure was completed with another of the same device. No patient complications reported and patient's condition was fine.